Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw inserter broke during screw installation within surgery. The patient had hard bone that made the installation difficult. An alternative inserter was used to complete the procedure without reported patient impacts.

Manufacturer narrative:
The returned driver was evaluated and confirmed to be fractured. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that a screw inserter broke during screw installation within surgery. The patient had hard bone that made the installation difficult. An alternative inserter was used to complete the procedure without reported patient impacts.